Event description:
It was reported that the 9800 sys had poor, grainy image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tracking was checked and the files reloaded during the service call. The sys was tested and found to be working as intended and put back into service.